Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Leaking noted from white lumen just past the 4 cm marking. White lumen infusing with ns @ 2 ml/hr until 3/24 @ 2000 when catheter was noted to be leaking. External catheter length 4.5 cm, unchanged from time of insertion. Red lumen infusing with difficult prior to catheter removal.